Event description:
The customer reported the image disappeared temporarily during angulation of the scope. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported issue was confirmed. The image disappeared temporarily during angulation due to disconnection or short-circuit of the image sensor cable. In addition, there were scratches on the bending section, the adhesive at the distal end was chipped and peeling, the connector was damaged due physical stress, the angulation lock did not work, and the insulation at the insertion section failed electrical leakage testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.